Event description:
An optometrist reports a hyperopic pt with a poor clinical outcome following bilateral lasik surgery. This report is for the right eye, the left eye is being submitted under MFR's report number 3003288808-2008-00013. At 6 months post-op, this pt exhibited a 1 line decrease in the right eye. Ucva improved from >20/400 pre-op to 20/25 post-op. An enhancement procedure was performed on the right eye, however, at 1 month post-enhancement, the right eye exhibited a 1 line decrease. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.